Event description:
The customer reported being hospitalized three months ago with diabetes ketoacidosis and high blood glucose. The caller stated that the insulin pump is not functioning properly. Currently, the customer is in africa and troubleshooting could not be performed as customer was in the car and did not have supplies to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.